Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment and withdrawal resistance occurred. Vascular access was gained via the right femoral artery. The target lesion was located in the aorta. A 14x40x120 epic¿ stent was selected for use. Resistance was noted during tacking of the stent. It was observed that the stent was not crimped well on the shaft and withdrawal resistance was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip and the remainder of the device were checked for damage. Visual examination of the device showed no damage. The stent was returned in the device as designed and did not look to have any abnormalities in the lumen of the mid-shaft. The yellow rack look was still intact on the device. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that partial stent deployment and withdrawal resistance occurred. Vascular access was gained via the right femoral artery. The target lesion was located in the aorta. A 14x40x120 epic¿ stent was selected for use. Resistance was noted during tacking of the stent. It was observed that the stent was not crimped well on the shaft and withdrawal resistance was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported.